Event description:
Hospital staff reported customer's freestyle meter did not turn on with test strips insertion. Hospital staff reported customer experienced symptoms of dry mouth, numbness of her lips and blurred eyes. Paramedics were called and treated customer with intravenous solution. Customer was then being transported to the hospital, where customer was being diagnosed with severe hypoglycemia and treated with unknown medication to stabilize her blood glucose. Hospital staff also reported customer continue taking her oral diabetes medication. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation reports are available.